Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the inner part, with the screw, of the sterile-tube became stuck in the outer part. No further information provided. Concomitant devices reported: unknown steril-tube (part# unknown, lot# unknown, quantity# 1). This is report 6 of 10 for (B)(4). This (B)(4) will captures the 10 ip's with four (4) locking screws and six (6) cortex screws while (B)(4) will captures the 10 ip's with six (6) locking screws and four (4) cortex screws while this (B)(4) will capture one (1) cortex screw for intraoperative event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: packaging. Visual inspection: the cortex screw was received with the reported condition that the inner tube did not disengage from outer tube. The visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. No further damage is visible. Summary: the visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action (CAPA) and part of the field safety notice. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within CAPA and hence the in the investigation flow listed remaining investigation steps are not required. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.200.028ts, lot: 6l38759, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov. 06, 2019, expiry date: oct. 01, 2024. Non-sterile part: part number: 04.200.028, lot number: 20p8427, manufacturing site: balsthal , release to warehouse date: sep 22, 2019. A manufacturing record evaluation was performed for the sterile and the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.